Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h6. Correction to h6 annex a coding entry error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1; b4; b5; d2; g1; g3; g6; h1; h2. Upon further review, it was found that this product did not contribute to the serious injury; therefore, it would not be considered a reportable event. The previous report(s) should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a bearing exchange was performed on the shoulder approximately three and a half (3.5) months post-implantation due to dislocation attributed to a fall. During the revision procedure, the central screw was tightened, the shoulder was assessed for boney impingement, and the glenosphere was re-implanted without revision. No additional harm from the event was reported. Attempts have been made, and no further information has been provided.

Event description:
It was reported the patient underwent a bearing exchange approximately three and a half (3.5) months post-implantation due to a dislocation that was identified during routine review. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products in the d10 narrative below. D10: concomitant medical products, part (lot): unknown glenosphere (unknown). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.